Event description:
It was reported that, "pt sustained a periprosthetic fracture."

Manufacturer narrative:
An eval of the devices cannot be performed as the device was not returned to the MFR due to hosp policy. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.